Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6. One 8.5f fast-cath introducer sheath was received for evaluation. Functional testing did not confirm a fluid leak, however, an air leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted in on the side wall and in the proximal face of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak remains unknown.

Event description:
During atrial fibrillation, a fluid leak occurred. After placing the sheath, and inserting an advisor hd grid catheter into the sheath, blood began to leak from the hemostasis valve of the sheath. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient. No additional femoral vein puncture was required for replacing the sheath.